Manufacturer narrative:
No administration set was returned to (B)(4) moog for evaluation. In addition, DHR reviewed with zero defects found for this complaint. Complaint could not be duplicated.

Event description:
The patient alleged that the sound of tpn coming out around the junction in between the tubing and 1.2 micron filter woke her up. She observed that the administration set leaked onto the bed, and proceeded to turn off the pump. She then hooked up a second administration set and observed the same results. The rate and dosage provided by the patient were respectively 133.3 ml/hr and 2050 ml.